Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that her ipg was replaced on (B)(6) 2010 due to her desire for an ipg model whose battery life was more in line with her stimulation needs. The explanted device was returned to the manufacturer.